Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported a blood leak occurred during a patient's hemodialysis (hd) treatment. It was reported the blood pump rotor was causing the blood pump tubing to tear (resulting fluid/blood loss ensued) during dialysis mode. The estimated blood loss was unknown. The bmt stated two rotor sleeves (around the pin) were slipping off and causing pinching and tearing on the blood pump tubing. The rotor was just replaced in (B)(6) 2022 and now this was occurring and the machine hour meter readings could not be confirmed by the bmt at this point. It was reported the patient was able to complete treatment using another machine. The bmt was advised to swap the blood pump rotor assembly there was no patient injury, adverse events, or medical intervention required as reported during intake. Additional information was requested but was not received to date.

Event description:
A user facility biomedical technician (bmt) reported a blood leak occurred during a patient's hemodialysis (hd) treatment. It was reported the blood pump rotor was causing the blood pump tubing to tear (resulting fluid/blood loss ensued) during dialysis mode. The estimated blood loss was unknown. The bmt stated two rotor sleeves (around the pin) were slipping off and causing pinching and tearing on the blood pump tubing. The rotor was just replaced in (B)(6) 2022 and now this was occurring and the machine hour meter readings could not be confirmed by the bmt at this point. It was reported the patient was able to complete treatment using another machine. The bmt was advised to swap the blood pump rotor assembly there was no patient injury, adverse events, or medical intervention required as reported during intake. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Investigation determines that there was causal relationship between the objective evidence and the alleged event; the alleged event is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was confirmed.